Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 14308700.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.